Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, while connecting the atrial lead inside the header, noise was observed insider the header of the implantable cardioverter defibrillator (ICD) device. Oversensing was exhibited in both the atrial and ventricular channels. Testing determined that the noise appeared only when the leads were connected to the device and the device was moved inside the pocket. The device was not used. A new device was placed with no issues. No patient complications have been reported as a result of this event.